Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other events for the reported lot. Both events relate to the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised due to instability. A poly swap was performed.

Event description:
It was reported that patient's left knee was revised due to instability. A poly swap was performed. (B)(6)2018 : as per consulting clinician's medical review, "the medial position of the revision tibial component and the distal position of the joint line in the revision total knee arthroplasty likely resulted in increased stress to the ts insert stability resulting in two dislocations and a later anterior implant subluxation." The consulting clinician clarified that this conclusion reflects an alignment issue of the tibial baseplate and femoral component leading toward subsequent subluxation and dislocation.

Manufacturer narrative:
Additional information: event- executive summary; - gtin an event regarding revision due to dislocation and instability involving a triathlon ts insert component was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: clinician review of the medical records provided indicated "no examination of any explanted components except for the insert from the april 24, 2018 revision surgery and no primary left total knee arthroplasty operative report or list of components are available for review. The medial position of the revision tibial component and the distal position of the joint line in the revision total knee arthroplasty likely resulted in increased stress to the ts insert stability resulting in two dislocations and a later anterior implant subluxation. There is no evidence that factors of implant design, manufacturing or materials were responsible for this clinical situation". -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been two other similar events for the reported lot. Conclusion: clinician review of the medical records provided indicated "no examination of any explanted components except for the insert from the april 24, 2018 revision surgery and no primary left total knee arthroplasty operative report or list of components are available for review. The medial position of the revision tibial component and the distal position of the joint line in the revision total knee arthroplasty likely resulted in increased stress to the ts insert stability resulting in two dislocations and a later anterior implant subluxation. There is no evidence that factors of implant design, manufacturing or materials were responsible for this clinical situation". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.